Event description:
Radiology staff discovered there was not an airtight connection between the tip of the contrast syringe with the tubing, and under aspiration there was a seal distally but proximally there was not a seal. After investigation a leak was found which allowed air into the tubing. The leak is due to the syringe and contrast tubing not adequately fitting. Air was injected into the patient and was seen on imaging. Repeat imaging showed that the air was quickly re-absorbed and the patient had no adverse effects. The patient was monitored for a few hours post procedure with no complications.